Event description:
It was reported by service report that there was a small hydraulic hose leak. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Hydraulic hose.